Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also reported no delivery alarm on insulin pump. Customer states the insulin exited during troubleshoot. The product was returned for analysis.